Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
Threaded k-wire breakage during intervention, the cause is secondary to improper use.